Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4)

Event description:
It was reported that a remote transition was sent due to suspected abnormal device function. The patient's heart rates were in the 30 bpm range post operatively and premature ventricular contractions were observed. It was further reported that the remote transmission monitor had a loss of telemetry and there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.